Manufacturer narrative:
A root cause analysis was performed on the actual device and these are the findings: 1) the leak was found to be located on the inner most circumference of the fiber winding. 2) after the dye test (as reported previously), it was found that only the surface of the fiber had absorbed the dye. This indicates that the fiber had been separated from the urethane used to fill the outer housing to affix it to the fiber winding. 3) the dyed surface of the fiber was magnified and it confirmed there was no presence of a foreign substance. This suggests that there was air entrained between the fiber winding and the urethane filling. Review of the previous three (3) years complaint history for this product determined there have not been any similar defects. The blood pathway of this product is 100% leak tested after the oxygenator assembly process. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2014-00154 to provide additional information regarding the results of the root cause analysis of the returned sample.

Manufacturer narrative:
This follow-up report #3 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in previous follow-up reports. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 06/13/2014. Follow-up #2 = 07/09/2014.

Event description:
This report is being submitted as follow-up #3 for mfg. Report #9681834-2014-00154 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however the investigation is still on-going. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Manufacturer narrative:
The actual sample was returned and evaluated. Visual inspection confirmed there were no anomalies such as a break which would have contributed to the leak. The actual sample was rinsed and dried and reproductive testing was conducted to visualize the leak. Colored water was added by gravitational flow into the blood pathway. The colored water leaked out of the blood inlet port. The housing component was removed and further inspected. The leak was found to be occurring on the most inner circumference of the fiber layer. The root cause has not yet been identified, so therefore the investigation is ongoing. A follow up report will be submitted with the root cause analysis results. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. The investigation is still ongoing. A second follow-up will be submitted when more information becomes available. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00154 to provide additional information regarding the evaluation of the returned sample.

Event description:
The user facility reported that the in/out ports were leaking water during priming. The system was pressurized anyway which resulted in no increased dripping; however as a precaution, the oxygenator was inspected for damage and then disconnected from the hard shell reservoir. Reportedly, the end cover appeared to be loose. It was then replaced with a new oxygenator from the same lot number and the procedure was completed successfully. Since the device in question was not used, no patient involvement occurred.